Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, it was noted that the device went into back up mode due to event queue overflow. The firmware was re-downloaded to resolve the event and the patient was stable.